Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. The physician reported that the patient has comorbidities which may have contributed to the development of his seroma but was non-specific. Additionally, patient had experienced weight loss between refills. Per the instructions for use of the device, pump pocket seroma is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
A patient contacted technical solutions to report pain and swelling at their pump pocket. The patient met with their physician, who aspirated fluid from the seroma which was then sent to the lab for culture. The fluid was determined to be negative for bacteria, but approximately 12ml were aspirated from the seroma prior to filling the pump.